Manufacturer narrative:
E1: initial reporter address - (B)(6).

Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the following verbatim: smart site bi ext, one port is not working, means out of 2 ports only one working and other is completely blocked, no medicine, no liquid can pass through one affected port.

Manufacturer narrative:
MDR #(B)(4) was a duplicate of pr # 9433616 and needs to be canceled. H3 other text : see h.10.

Event description:
No new information smart site bi ext, one port is not working, means out of 2 ports only one working and other is completely blocked, no medicine, no liquid can pass through one affected port.